Event description:
The lens was implanted in 1999. The pt's post-op visual acuity was 20/20. In 2001 the lens was showing sign of opacification and the visual acuity has been decreasing to 20/70 in 2004. The doctor has planned to explant the lens.